Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced swelling and bruising at the ipg site. The physician determined the symptoms were due to an allergic reaction to the system. Surgical intervention will take place to address the issue.